Manufacturer narrative:
Failure analysis noted that the pump was unable to prime unit during prime/ compromised force sensor test due faulty force sensor resistor. (Gold) the insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads, scratched lcd window, missing end cap sticker and stripped battery cap coin slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call a prime/fill anomaly. Blood glucose at the time of incident was unknown. Husband stated the customer pump is not priming correctly. After the insulin exits and he presses the esc button, it would prompt him to rewind again. Troubleshooting was not performed. Husband declined to troubleshoot, because they had wasted too much insulin. The device will be returned for analysis.